Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:capsular contracture: unable to observe as it is a medical event not related to the device.additional observations: white particles on the surface of the shell.creases were observed.deformation observed.wear abrasion observed. No further actions are required as the device was implanted.additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6.

Event description:
The device has been explanted.